Event description:
It was reported that during an implant attempt, the physician was unhappy with the impedance and threshold of the right ventricular lead and could not visualize separation of the right ventricular pacing markers from the left ventricular pacing markers. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.